Event description:
It was reported by the patient's representative that the patient had a sudden return of symptoms. The caller said that the patient had been "struggling today" that was when they noticed on the recharger that the implantable neurostimulator (ins) was off. The circumstances that led to the reported issue were asked but unknown. The ins was at 25%, and the therapy was off during the call. The patient didn't have the patient programmer with them during the call. Patient services pss walked the caller through turning therapy back on with the recharger. The caller said the patient had started to already do better once the therapy was back on during the call. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they are not sure what the circumstances were that led to the therapy being off/return of symptoms. Battery was between the 0-25% range. However, there was still battery level between 0-25% range (one bar).